Event description:
It was reported that the patient presented with a fever, pocket hematoma and infection. The infection was identified by blood culture. The patient was scheduled for a system explant procedure. During the procedure, the right atrial(ra) lead would not unscrew and the right ventricular lead(rv) lead broke. The entire system was explanted. No additional information was reported. Related manufacturer reference number: 2017865-2022-05343 & 2017865-2022-05352.

Manufacturer narrative:
The reported event of break on the lead was confirmed. As received, a partial lead was returned in ten pieces. Visual examination found damage consistent with explant procedure. X-ray and electrical testing was normal. The cause of the reported event was isolated to procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found by visual examination, two internal insulation abrasions breaching the ring electrode lumen and one also breaching the inner coil lumen. Two more, breaching the right ventricular lumens and one also breaching the inner coil lumen. All other damage noted was consistent with procedural damage. Further information was requested but not received.